Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, customer reported that the access 2i analyzer generated indeterminate (ind) flags and "no value" results on the last 10 accutni samples run. Customer reported running these samples on the laboratory's alternate analyzer and receiving results that were released from the laboratory. No erroneous results were generated and no patient treatment or diagnosis was affected by this event. Customer did not supply quality control (qc), calibration curve, or system check data for review. Service was not dispatched for this event. Customer noted no qc or calibration issues with the accutni assay. Customer checked their reagent inventory and noted there was one accutni reagent pack listed with 40 tests remaining. Customer attempted to unload this pack but found it was not in the reagent carousel slot that the analyzer listed it in. Customer then disabled the motors and located the reagent pack in an alternate reagent carousel slot. The reagent pack was discarded and all other reagent packs loaded were verified to be in the correct positions. The cause of this event is pack misloading due to user error.